Event description:
Medtronic received a report that the doctor positioned the two microcatheters, first the phenom and then the echelon. He then started releasing the pipeline. He opened the flow diverter (fd) distally in an optimal way. He then  continued the release but right near the proximal part, before the point of no return, it became clear that the fd was not opening. He sheathed the fd not completely, and tried to open the stent again, also adjusting the tension of the intermediate and of the microcatheter itself. However, the stent did not open optimally so it was decided to replace it. The middle portion of the pipeline was positioned in a bend. The pipeline was not stuck in the capture coil. More than 50%  of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of an unruptured giant left cavernous aneurysm with a max diameter of 22.24mm. The landing zone was 3.79mm distally and 3.8mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered. Angiographic result post-procedure showed the physician implanted another fd and also some coils. Ancillary devices include a phenom 27 batch 227159097, echelon 10 batch b350043, navien 6f batch b556483 microcatheters. Syncro 14 + traxcess 14 guidewire. Target+hydroframe coils.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis of ped3-027-400-25, lotno:b190792: visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal end of the braid was found fully opened and no damage. The proximal end of the braid appeared not opened due to damaged braid. No bend was found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, advanced resheathing mechanism or with the proximal bumper. No other anomalies were observed. Conclusion: based on the returned device, the customer complaint was confirmed as the proximal end of the braid was not opened due to damaged braid. The cause could not be determined. Possible cause for failure to open includes vessel tortuosity and damaged braid. The braid can become damaged due to over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing braid against resistance. However, the cause for the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.